Event description:
It was reported that while tightening the alignment guide rod onto the impactor with their fingers, the bottom 4-5 mm broke off. The piece was retrieved. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.